Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had fatal exception error. A field service engineer (fse) shut down the station and reseated all connections to the communication sled and docking board. After rebooting, all components were tested in the hardware test application. Upon reboot, a few errors were observed, however, selecting ok allowed the system to load and function properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had fatal exception error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.